Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection, at the first firing, the first reload as used to clamped lung parenchyma and it got into firing mode and did the firing operation, but the clamp cover did not move. New reload was opened and when the same operation was performed, the firing was performed and the new one was used without problem till the end. The operation was completed without further problem. However, at the beginning, when the jaws was closed and the firing operation was performed, the catch's ring was jammed in the jaws. There was no patient injury.